Manufacturer narrative:
An event regarding instability involving an unknown scorpio insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided and the device was not returned. Further information such as product ID, product evaluation, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. It should be noted that the device was implanted in 1995. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the submission of a revision implant sheet that patient's right knee was revised. A patellar component and tibial bearing insert were implanted. Update 04/12/2018: "revision knee. Patella resurfaced and liner exchange". Update from sales rep - sales rep indicate revision surgery was due to instability.